Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant results for 2 patient samples tested for tina-quant hemoglobin a1c gen. 3 (a1c-3) on a cobas 8000 c 502 module. Patient 1 initial a1c-3 result was 5.1%. The sample was repeated on the same c502 module with a result of 6.4%. The sample was then repeated on a different c502 module with a result of 6.3%. Patient 2 (male, date of birth (B)(6), weight of (B)(6) lbs) initial a1c-3 result was 5.6%. The sample was repeated on the same c502 module with a result of 6.9%. The sample was then repeated on a different c502 module with a result of 7.0%. The initial results were reported outside of the laboratory. No adverse event occurred due to the device. The a1c-3 reagent lot number was 317514 with an expiration date of 09/30/2019. The field service engineer (fse) visited the customer site and identified an issue with the gear pump. The cell rinse was low and the vacuum tube was pulled off. The vacuum pump diaphragms were splitting but had not ripped completely through. The sample probe was slightly misadjusted as it wasn't screwed on tightly. The reagent probe was not screwed down all the way. The fse replaced the gear pump and set to specification. The vacuum pump diaphragms, flapper valves, spring and spring guides were replaced. Cell rinse volumes were set to specification. The sample probe was adjusted and the sample probe tubing was screwed on tighter. The reagent probe was screwed down fully and locked in place. Calibration and qc passed. The fse ran a 10 cup precision with qc material. The customer has not had any further issues since the service visit. The investigation determined that the gear pump issue found by the fse was the root cause of the event.